Event description:
Patient had a punctum plug protruding from the puncta with a tissue growth around the punctum plug. The punctum plug was removed and the patient was treated with antibiotic drops. Patient reported to be in good condition.